Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eight months after device system replaced. The cause of death has been requested and not received.